Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. This occurred following a position change; the patient was getting shocking sensation when they would bend over forward and when they would put leg up when lying down. He would only get shocking sensation in these two positions. The patient had as activated last week and the voltage changes with positions changes had been going well otherwise. The patient did not get shocking with lying down alone, but only when he put his legs up in some fashion. They had not tried reducing the voltage when the patient was lying down to see if that would help with this sensation. Follow up information noted that the patient was reprogrammed and issue was resolved.

Manufacturer narrative:
Concomitant medical products: lead model # 3778-60 lot # v857681019 implanted (B)(6) 2012 explanted unknown; lead model # 3778-60 lot # v857681018 implanted (B)(6) 2012 explanted unknown; programmer model # 37754 lot # nku013054n; programmer model # 37744 lot #nkt017423n.